Event description:
The ring at the base of the polyaxial screw cracked and on insertion of the blocker, the head lifted off the threaded shaft of the screw. Another device was immediately available and surgery was completed as planned.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.